Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Test infusion set/p-cap locks in properly. Unit received with pillowing keypad overlay and minor scratches on case, however no cracks shown on battery tube. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had little cracks around battery cap. The customer¿s blood glucose was 143 mg/dl at the time of incident. The insulin pump will be returned for analysis.